Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed, because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed, that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified, as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). The iol was explanted due to complaints of blurry distance vision, difficulty with any intermediate or near tasks, and hyperopic outcome. Patient is also unhappy with visual acuity (va). Pre-operative va was reported as 20/80 cc. Va post-op was reported as 20/30 -1, 28 days before explant. +.50 = 20/15 od. Additional information was received from account confirming, the iol was replaced with the same model lens with a different diopter size. The incision was slightly enlarged for iol explant. There were no complications during the iol explant, no suture(s), and no vitrectomy. Patient outcome post-lens exchange was reported as patient refracts to plano = 20/20, nv 10 point. No further information is available.